Manufacturer narrative:
As reported in a research article, a biocor valve was explanted after 8 years due to stenosis. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in an article titled, ¿transcatheter valve implantation for failed surgical aortic and mitral bioprostheses: a single-center experience¿ that a 23mm abbott biocor valve was selected for implant in a patient in 2007. The valve was replaced after 8 years in 2015 due to stenosis. A replacement evolut r 23mm valve was successfully implanted.